Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 210, unable to run detect and treat testing) was due to shorted u1004 and u1005 components on the computer/analog board, causing fault. The root cause for the shorted components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 210.